Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (power issue) issue; the patient put three batteries from two separate packs into the pump. The pump remained off and would not power on. The patient then placed the old battery (which was originally low) back into the pump and the pump powered on. This battery previously had one measurement bar for power and after reinsertion, had three measurement bars for power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: review of the black box data revealed a record of power on reset on the date of the reported power issue. On examination, the battery cap was intact and without damage. There was no moisture observed in the battery compartment. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).